Manufacturer narrative:
All buttons functioned properly. However, the lcd keypad connector was unlocked. The pump was also received with minor scratches on the display window.

Event description:
The customer reported via phone call that the up button on her insulin pump became unresponsive. The button began to work again but after an infusion set change the button stopped functioning once more. The patient's blood glucose at the time of incident was 140 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.